Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue and debris on product. Visual inspection found one haptic bent. Width and refractive verification was performed and the lens was found to be in specification. Length (diameter) verification was performed and the returned lens did not meet original values measured at the time of manufacturing. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
H6: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, race: unk ethnicity: unk, explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.00/+2.0/094 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.